Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2019 that the patient felt pain at the peristomal area and nausea. In addition there was a leakage of abundant and purulent secretions from the stoma. On (B)(6) 2019 it was reported that an infection at the peristomal area had been detected during a visit at the clinical center. An unknown antibiotic therapy was prescribed. On (B)(6) 2019 it was reported that the infection at the peristomal is resolved.